Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that during the patient's percutaneous coronary intervention (pci)/index procedure, a coronary dissection occurred. The dissection was treated by implantation of two cypher stents. The patient did not know when during the procedure, the adverse event occurred, if it occurred while using another product, or if either of the patient's two implanted cypher stents was involved/or contributed to the dissection. The patient would not provide contact information for her interventional cardiologist or for the hospital where the procedure took place. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2009-00239.